Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported a blank display on his insulin pump. The customer's blood glucose was 321 mg/dl. He stated his insulin pump was not damaged or exposed to moisture. The customer was using energizer alkaline battery. He also stated that the battery compartment of his insulin pump was not damaged. Troubleshooting instructed the customer to clean his battery cap with isopropyl alcohol. The customer stated the display did not return. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.